Event description:
It was reported that the ilet pump¿s touchscreen was cracked while carried in a backpack, resulting in a shattered display and a nonoperable screen, which constituted a device mechanical damage to the display component and prevented use of the device and syncing prior to shutdown. Symptoms included elevated blood glucose that required a correction injection and a bolus; there were no injuries from glass. Outcomes included temporary loss of device function with interruption to insulin delivery workflow, with the user relying on alternate diabetes management and continuing cgm use via the dexcom app or receiver. Investigation included complaint intake, device replacement logistics, and planning for return and evaluation of the damaged unit. Investigation of this case revealed external physical damage to the touchscreen consistent with user handling, with no reports of device alarms. It was concluded that the event was due to physical damage to the touchscreen, not a malfunction of electronic controls or software.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.